Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the rep dreamstation auto CPAP device's data was not transmitting therapy information. In addition, the customer alleged headaches (on occasion) and felt restless when she woke up. The customer reportedly went to a doctor's appointment for medical intervention. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.